Event description:
Information was received from a health care provider via a representative regarding a patient in (B)(6) who was receiving morphine/sufenta 50 g/ml at a dose of 24 g/ml day via an implantable pump. The concomitant medications and medical history were not obtainable. On (B)(6) 2016, during normal use follow up underdosing was reported. Further, the patient was hospitalized due to acute withdrawal symptoms. A pump interrogation showed ¿motor stop occurred.¿ symptomatic treatment was started with transdermal morphine. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the event. It was unknown if there was any diagnostic testing or troubleshooting. However, as a result of the issue the pump was explanted and replaced on (B)(6) 2016. A request was made for the product return, however, the return status was not able to be determined but the pump was expected to be returned. At the time of the report the issue was resolved and the patient¿s status was reported as alive-no injury.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Conclusion code no longer applies to this event.

Event description:
On (B)(6) 2016 the representative further reported that the motor stop was indeed a motor stall. The pump did not recover prior to the explant. It was unknown if there was more than one motor stall that occurred or any other error messages present.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.